Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. A third-party service provider received the device from the customer and a technician evaluated the device. The technician found that there were visible particles from degradation of the sound abatement foam, in addition to contamination from tobacco, dust, and dirt. The results were logged, and the device was scrapped. No further investigation is needed at this time.